Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The reported event was unknown; however, a check patient line alarm was identified during a review of the event history log. An internal and external visual inspection was performed. Full functional testing, electrical safety testing, calibration, and simulated therapy were performed. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. The direct cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified problem before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.